Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the trigger was jammed and the seals were worn. This was attributed to normal wear. Maintenance was performed and the device was repaired and returned to the customer on 10/18/2012. Placeholder.

Event description:
Customer reported that the trigger got stuck. This is report 1 of 1 for complaint #(B)(4).